Event description:
Follow up information received from the patient reported that they had notified their managing physician about the issues. The patient confirmed that they had no relief of their pain. As a step taken to resolve the issue, they spoke with their physician but they were no longer on the patient's insurance. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-45, lot# va0j9nt, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va0j9nt, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va08lmz, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va08lmz, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of therapeutic effect. The patient was not getting very much pain relief from his device. This had been going on for a couple of weeks. Additional information was received by the patient on (B)(6) 2016. It was reported that the patient had continued to not get any relief from the stimulation therapy since (B)(6) 2014. The patient had many reprogramming sessions up until (B)(6) 2015 and now wanted to get it removed. The lower left and lower right contacts were burning intermittently, depending on what position the patient was in starting (B)(6) 2016. There were no falls, traumas, or recent medical tested or environmental exposures that were related to this issue. The patient could turn their stimulation off, but then it would feel like it had turned on again within an hour when they were not near their patient programmer or anything. This started in (B)(6) 2015. The patient checked their patient programmer and saw that their stimulation was on and program 1 was set to 2.00v of amplitude. During troubleshooting the patient tried to bring the amplitude down to 0.00v, but lost the signal and got poor communication. The second try was successful and the patient set it to 0.00v and then turned their stimulation off. This stopped the burning sensation in the contacts. The patient called back in on (B)(6) 2016 to report that they were still hurting and having pain. The patient wanted the device taken out. A list of health care professional (hcp) was given to the patient for them to find a surgeon for their desired removal. The patient also reported that they had an intrathecal drug delivery pump of an unknown drug at an unknown concentration and dose. Additional information has been requested regarding diagnostics, cause, actions, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.